Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of flow sensor failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Field service engineer replaced the stepper motor controller pcba to address the reported problem. The unit passed extended self-test (est) and volume control ventilation (vcv) mode test. Device returned to full functionality.